Manufacturer narrative:
Product event summary: the afapro20 balloon catheter with lot number 56576 and data files were returned and analyzed. Visual inspection of the balloon catheter showed that the catheter was intact and had no apparent issues. Smart chip verification indicated that the catheter was used for ten applications. The balloon catheter was connected to the test console and passed the performance test and electrical continuity test. Impedance was within specification. Pressure, flow and temperature were also within specification. The patient data files showed at least ten applications were performed with the balloon catheter and system notice #50012 ¿refrigerant delivery path obstructed¿ was triggered during the transition phase between application one and two. In conclusion, the clinical issue (phrenic nerve palsy) was reported. The balloon catheter passed the returned product inspection as per specification and there was no indication of relation of adverse event to the performance and malfunction of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was aborted while the patient was under general anesthesia. The patient was hospitalized overnight, and the pnp was still present the following day. No further patient complications have been reported as a result of this event.